Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube experienced glass breakage after use. The following information was provided by the initial reporter: 4.5 ml citrate tubes (glass) break when centrifuged. Centrifugation conditions when checked according to recommendations there is no problem with centrifuges. Updated info: were the tubes frozen?-the tube is not frozen. When used before it is stored at room temperature (4 ¿ 25 c). Was there damage upon receipt? Tt the time of receipt there does not appear to be visual damage. Packing conditions are still sealed. What was the time and speed of centrifuged? 1500 rcf, 15 minute. At the same time centrifugation, other citrate tubes do not break.